Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction. The se inspected the device and replaced the graphic user interface (gui) printed circuit board (pcb) and updated the hardware on the backlight inverter printed circuit boards (pcbs). The unit passed extended self-testing.

Event description:
The customer reported that an 840 ventilator had a blank screen while in use on a patient, the ventilator continued to ventilate the patient. No information is available regarding the patient being transferred to another ventilator. The patient was not harmed as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.